Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead exhibited low out of range (oor) pacing impedance and triggered lead safety switch (lss). Technical services confirmed the presence of the low oor pacing impedance and lss suggested a lead insulation issue. This ra lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.